Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2014; 4968-35 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complaints of "discomfort in their chest cavity and irregular heart rhythm". The patient was seen by the physician and reprogramming was done. The device remains in use. No further patient complications have been reported as a result of this event.